Event description:
Rptr was diagnosed with herniated disc. Dr told her if there was a problem he might have to do a fusion, filing down of the bone. Rptr is now 50% disabled and can't work to support her children. Her back is very weak. She has pain. Also one is broken. Now dr wants to insert screws back and front. Rptr takes percocet and zanax.